Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of a angiojet® ultra system console, the foot pedal was intermittently sticking. No patient was involved at the time of the event.

Manufacturer narrative:
Reported batch/lot/serial# is (B)(4). Device evaluated by manufacturer: the foot pedal was received with damage cable. Angiojet ultra system console s/n: (B)(4) was not returned for evaluation. The foot pedal failed the angiojet system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that during the use of a angiojet® ultra system console, the foot pedal was intermittently sticking. No patient was involved at the time of the event.